Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the clinic with an alert for shock lead impedance trending up. Technical services (ts) reviewed a previous event and found high out of range shock lead impedances measuring at 126 ohms. However, current shock impedances were within normal range, measuring at around 100 ohms. Ts provided reprogramming recommendations. This lead remains in service and no adverse patient effects were reported.